Event description:
The valve was explanted because of programming difficulties. The surgeon attempted to reprogram valve to 120mmh20 but valve became stuck at 30mmh20. The explanted valve was flushed and then was successfully programmed several times without any difficulty. It appears the flushing dislodges bio substances lodged within the valve.